Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The current blood glucose was 291 mg/dl. Yesterday morning customer started running high, he kept bolusing, and by last night the blood glucose was 400 mg/dl. Customer treated for high blood glucose with manual injection. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Run manual prime and fill tubing with current set insulin did not exit at the quick release set. Performed displacement test and it was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer changed the set and will monitor. The insulin pump will not be returned for analysis.